Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was in backup vvi mode during follow-up in clinic. The firmware was reloaded, and the device was successfully restored to normal function. No adverse consequences were reported.